Event description:
It was reported that following a tavr procedure, the valvuloplasty balloon snagged on the valve, causing the valve to move to the ascending aorta. The valvuloplasty balloon was then inflated and deflated in attempt to un-snag it from the valve. The balloon was slow to deflate; however, after additional manipulation it deflated and was able to be removed from the valve. The valve remains in the ascending aorta. There were no reported post-op adverse clinical consequences to the patient.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation is currently underway.